Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, two (2) photographs of the sample and five (5) companion samples were provided for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. The photographs were reviewed and showed the sponges with evidence of iodine present. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had inadequate iodine. The minicap was dried out. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.